Event description:
It was reported that the patient presented in the e.r. After receiving shocks. Initial diagnosis was svt in the monitor zone. The svt was re-diagnosed several times until the rhythm accelerated and vf was diagnosed. A shock was delivered which put the patient into vt. The rhythm converted back to svt but re-diagnosis continued and additional shocks were delivered. Rhythm eventually slowed below rate detection. Device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.